Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteral dilatation procedure.according to the complainant, during the procedure, the balloon ruptured at the 11 atmospheres. The physician completed the procedure with this device. The condition of the patient following the event was reported as "good".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteral dilatation procedure. According to the complainant, during the procedure, the balloon ruptured at the 11 atmospheres. The physician completed the procedure with this device. The condition of the patient following the event was reported as "good".

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a longitudinal tear located 22mm proximal to the proximal edge of the distal markerband.